Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled downstream occlusion (dso) seal. Functional testing found the dso sensor readings to be out of calibration range. The dso sensor and dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a bubble downstream occlusion seal issue. There was unknown patient involvement. Device analysis found the downstream occlusion (dso) sensor readings to be out of calibration range and the dso seal was damaged.